Manufacturer narrative:
Continuation of d10: 507645 lead 507658 lead implanted: (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post implant, during a procedure for an left ventricular (lv) lead revision; while attempting to connect the new lv lead to the cardiac resynchronization therapy pacemaker (crt-p), the setscrew would not engage with the screwdriver to secure the new lv lead. After several attempts, the decision was made to explant and replace the crt-p. No patient complications have been reported as a result of this event. It was further reported that the prior to the lv lead revision, the patient had not followed arm restrictions. The chronic lv lead had pulled back from its original position. The physician chose to explant and replace the lv lead.